Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 15-dec-2022. H6: investigation summary: one sample was provided to our quality team for investigation. After visual inspection, it was observed that the membrane was missing and never assembled onto the connector body, therefore the system was open and leaked when used. A device history review was performed for lot 2202204, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Assembly of the membrane is performed manually. A detection system is used to verify the proper welding and location of the membrane. All quality records verify the inspections were performed according to procedure. While we cannot identify a direct issue, it was determined this incident is due to the operator not welding the membrane onto the connector body and the detection system also not identifying/rejecting the impacted piece.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage between the injector and connector. The following information was provided by the initial reporter: during administration of oxaliplatin, the membrane on l-connector was disconnected, resulting in leakage.

Event description:
It was reported that the bd phaseal¿ l connector c90j experienced leakage between the injector and connector. The following information was provided by the initial reporter: during administration of oxaliplatin, the membrane on l-connector was disconnected, resulting in leakage.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.